Event description:
The customer contact reported a leak was noted on the tubing set right below the cassette where the tubing exits the pump. The tubing set was being used to deliver total parenteral nutrition (tpn). After an unspecified length of time, the nurse noticed that the outside of the tubing set was wet. The customer contact reported that the patient did not receive adequate amount of fluid and the patient's glucose values were trending low. At that time the leak was noted, the tubing set was changed, therapy was resumed, and it was reported that the glucose levels increased. No blood glucose values were provided. The customer contact reported that the patient was stable. It was reported that there was no visible defect noted on the tubing where a leak may occur. There were no reported adverse patient events and no reported delay of therapy critical for the patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed nothing unusual. The sample was tested using a pump and a leak was observed coming from the cassette during testing. The device was examined under ultra violet light and a small hole was found inside the distal port of the cassette. The probable cause determined for this issue is that during the manufacturing process the operator did not apply the correct solvent technique, which caused an excess of solvent in the joints between the distal tubing and the outlet port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.